Event description:
The facility reported a colleague infusion pump with a malfunction of "no display." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the emergency room. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with no display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a depleted main battery. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.